Event description:
It was reported to boston scientific corporation that as the covered wallstent transhepatic stent catheter was being loaded onto the guidewire, resistance was felt. After flushing the guidewire lumen and the flush lumen, there was difficulty advancing the wire due to resistance. According to the complainant, the stent system was then removed from the patient. The physician wiped the guidewire and flushed the stent system. A final attempt was made, but resistance was felt and the stent system was withdrawn. The procedure was completed with a covered biliary wallstent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the suspect device has been received for eval, the analysis has not been completed; the cause of the reported malfunction has not been determined.